Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, peeled dso seal and contaminated battery compartment. There were multiple system fault 41,628 alarms in the event history log. Functional testing was able to verify and duplicate the reported issue. It was determined that the cut motor wire was the root cause, and the motor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited error code 41628 and a red screen at startup. The event occurred during testing, there was no patient involvement.